Event description:
It was reported by svc report that the head end rails would not raise or lock in the up position and the power cord was missing the ground prong. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Timing link.